Manufacturer narrative:
Concomitant products: product ID 3387s, lot# va0h1py, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), product type extension; product ID 3387s-40, lot# va09evjv02, product type lead; product ID 3708660, serial# (B)(4), product type extension; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the call was about a surgical procedure. The lead was damaged during the procedure. The lead end cap was used and appeared to have caused damage to the lead when the healthcare professional (hcp) pulled on the lead end cap. It was noted that stage 1 surgery was done on (B)(6) 2014 and stage 2 was being done on the date of this report for bilateral parkinson¿s disease patient. It was noted that when the hcp went to pull the left lead out the hcp pulled on the cap. The lead extended and when the cap was removed 4 contacts were bent and dis-configured. The hcp was unable fit through the extension boot, it was too ¿mangled.¿ the most proximal contact was cut off (contact 3) and lead was inserted into the extension. Everything was connected and connected to the implantable neurostimulator (ins). Impedances were run and everything was good except for contact 2, which was greater than 20,000. Inter-operative impedances were c/0-1569, c/1-1538, c/2-greater than 20,000, c/3-1317 and all other bipolars were ok except contact 2; 0/1-2407, 0/2 greater than 20,000, 0/3-2361, 1/2-greater than 20,000, 1/3-2210 and 2/3greater than 20,000. Post-operative impedances were c/0-1324, c/1-1455, c/2-greater than 20 ,000, c/3-2064 and all other bipolars were ok except contact 2; 0/1-2363, 0/2-greater than 20,000, 0/3-2725, 1/2-greater than 20 ,000, 1/3-2725 and 2/3- greater than 20,000. The right lead was fine. Additional information received reported the patient had not yet been programmed. It was noted that the lead portion would not be returned.